Event description:
It was reported that the right ventricular (rv) lead showed non-capture @ 10 volts. It was also reported that the rv had low impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the partial lead was returned in segments, analysis was performed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.the lead was returned with severe explant damage and lead removal stuck in segments. There was blood and tissue on helix. There was a lot of dried blood in lumen. All segments received were analyzed. The continuity test results were passed, visually and electrically with destructive analysis. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-45 implantable pacing lead (B)(6) 2014.